Event description:
Pt contacted depuy/(B)(4) as a result of the asr recall to initiate a claim. Medical records were obtained. The revision operative report indicated the pt was revised to address metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Doi stated in litigation papers is: (B)(6) 2008. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.